Event description:
Customer reports that insulin pump leaked past the second o-ring. Customer's blood glucose was 109 mg/dl. Customer reports that this was a past event and not able to troubleshoot. Customer was advised to return reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.